Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient underwent transplant. Whether the patient's outcome was considered to be device or therapy related was not provided. No device related issues were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer.